Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. There were few additional findings during device evaluation: air/water cylinder had discoloration, suction cylinder had discoloration, switch button 1 had a cut, plug unit had a scratch, water supply volume does not meet the standard value, objective lens and light guide lens had a crack and the connecting tube had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope exhibited problematic bending. The device was returned to olympus and during evaluation the following reportable malfunction was found: nozzle was clogged with foreign material resembling black rubber mixed with plastic fibers. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies detection methods associated with the event in "operation manual: 3.8 inspection of the endoscopic system/ inspection of the air-feeding function/ inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.